Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-apr-2026. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # 996916 apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 21-jan-2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a female patient with shortness of breath. There was no additional patient information available. Return product is available for investigation. Date collect/test result heparin time (B)(6) 2026 8000 units 1616 (B)(6) 2026 1610 138 (B)(6) 2026 1646 230 (B)(6) 2026 1705 220 (B)(6) 2026 1736 808 (B)(6) 2026 1741 189 (B)(6) 2026 2000 units 1745 (B)(6) 2026 1813 209 at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.